Event description:
It was reported that during a lobectomy procedure, the clip malformed and it could not grasp tissue properly. Another device was used to complete the case. No adverse patient consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.